Event description:
It was reported by the customer on (B)(6)2023 the PICC tube was placed and put into use. On (B)(6)2023 the patient developed swelling and pain in the right upper limb, and the anticoagulation therapy was suspended, and the anticoagulation therapy was continued after the platelet rebounded. On (B)(6) 2023 re-examination of PICC color ultrasound showed that the thrombus had disappeared.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.